Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think that the pump was delivering insulin properly, the customer's blood glucose (bg) level was 316 mg/dl and insulin injections were used in an attempt to lower the bg level. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin drip and saline. While in the hospital the customer disconnected the infusion set from the cartridge and insulin was not observed exiting from the cartridge tubing. The customer was discharged on (B)(6) 2016. The bg and dka were resolved. The customer reverted to using daily insulin injections to manage diabetes.